Event description:
It was reported that a patient underwent spinal surgery at l2-pelvis. At the 3-month postoperative visit, radiograph images showed bilateral rod slippage from l2 screws at the proximal end of l2-pelvis construct. The right-side rod slipped from the screw tulip and the rod seated posterior to the tulip/set screw, while the set screw remained in the tulip. Similarly, the left-side rod had slipped from the screw tulip and was seating laterally to the tulip/set screw, again with the set screw remaining in the tulip. Revision surgery was performed on (B)(6) 2024.

Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon its conclusion.

Manufacturer narrative:
Additional information: d4. Qty (B)(4), model: 15100; lot: ap01434; UDI# (B)(4). Qty (B)(4); model: 15421-12; lot: to02336; UDI# (B)(4). Qty (B)(4); model: 15421-12; lot: to00849; UDI# (B)(4). Qty (B)(4); model: 15600; lot: to02899; UDI# (B)(4). Qty (B)(4); model: 15704-075-060; lot: to01526; UDI# (B)(4). H3. Yes. Medical device component: 568; 4721; 4733, investigation findings: 3243, investigation conclusion:61. H11. Visual inspection of the set screws found abnormal wear marks on the underside of some of them. These wear marks are a result of contact with an underlying rod. Set screws numbered 4-9 and 11 present characteristic set screw wear, with an even "hourglass" wear pattern on the underside. Set screws numbered 1-3 and 10 present differing wear characteristics. Set screws 1 and 10 have deeper wear marks all around the circumference, indicating excessive or unintended motion in the rod-set screw contact. Set screws 2 and 3 have a notch across the bottom face. This could be a result of a rod slipping across the bottom face and leaving excessive wear in its locations of contact. Visual inspection of both the top loading and side loading components of the pivoting connector present with normal wear parks, particularly in the rod slot. There are wear lines indicating two points of contact between the implant and rod. Visual inspection of the tulip head found no abnormal wear on the outer tulip profile or helical flange threadform. The bushing had visible notches from rod contact. While these are not in line with the rod slot as received, it is likely the bushing rotated upon removal and was previously in line with the rod slot when implanted. Visual inspection of the modular screw shank found the external threadform on the shank of the modular screw shows no abnormalities. There is evident wear on the head of the shank due to the shank/tulip interaction in polyaxial motion. The wear is consistent with the tulip being held in a high angled state. Visual inspection of the two rod segments found that the wear marks were consistent on both rods. On one end of the rod, characteristic wear marks due to the set screw-rod interface are observed. These include a center dot where the dimple of the set screw interacts with the rod, and two, short adjacent lines. These wear marks align with those on the underside of the set screws, 4 thru 9 and 11 above. On the opposing side of the rod, there is a lack of this characteristic wear pattern. Instead, a single dark line is present where there was extended wear between the rod and another metallic component. These wear marks align with those on set screws 1-3 and 10. Root cause fluoroscopy images taken of these implants 1 month and 3 months post-operatively reveal the instance of the rod slip. It can be observed that the tulip-shank angle for the modular polyaxial screw at the top of the construct is at an ~33° angle. A polyaxial screw allows for approximately 60° of angulation, 30° in a single direction. Measurements taken from post operative fluoroscopy images indicate that the tulip-shank angle was at, or near, max angle, consistent with the wear marks present on the head of the shank as noted above. With minimal to no additional movement left between the tulip and the shank of the screw, constructs at max angle may be more difficult to normalize to the rod and seat properly. This patient also autofused at l1-l2, further increasing rigidity and difficulty in ensuring proper seating of the construct. Potential improper seating of the rod in the tulip may have had an effect on the lockdown of the construct allowing the rod to shift and loosening of the set screws, consistent with the wear marks observed on the set screws, rods, shanks, and tulips.